Manufacturer narrative:
The x2 cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The x2 user guide states "do not fill the cartridge until prompted by instructions on the pump screen". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. Reportedly, the customer loaded a pre-filled refrigerated cartridge on to the pump. The customer¿s blood glucose level was 89 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.